Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the vessel. The surgeon forced the jaws open by pushing the handle outward, the jaw was sticking. There was no tissue damage. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.